Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain at the implant site and other medical issues resulting in loss of benefit with the device use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.